Manufacturer narrative:
(B)(4). The customer reported that the device advised a shock when the rhythm was not shockable. The customer stated that there was no negative impact to the pt. The device was evaluated by the hospital biomed who determined that there was no malfunction. This was a user misunderstanding related to AED mode functionality. The users recognized that the pt's rhythm was not shockable and the energy was not delivered. Use of the defibrillator in the AED mode requires that the pt meet certain criteria prior to being placed in the AED mode.

Event description:
The customer reported that the device advised a shock when the rhythm was not shockable. The customer stated that there was no negative impact to the pt.